Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that machine locked. A technical support specialist dialled in checked everything was working normal. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system machine locked during procedure. The customer reported that machine was constantly locking up while user were tying to access the machine for a patient. There were no adverse events or injuries reported based on this event.